Event description:
The patient had previously been treated with two eluvia drug eluting stents (des) which were implanted in the right sfa in 2019. On the (B)(6) 2021 the patient suffered a thrombotic obstruction of a previously implanted eluvia stent and was treated with a drug coated balloon (dcb) after removing the thrombosis. On (B)(6) 2021, the patient experienced another thrombotic obstruction. The physician decided to use a biomimics 3d stent from the distal side of the popiteal artery through the knee. The procedure was completed successfully without any complication. An in-stent restenosis was identified 40 days later on (B)(6) 2022. The intervention involved a target lesion revascularisation (tlr) that involved balloon angioplasty. The patient was hospitalised for a few days and then discharged. The physician believes that as this patient was a chronic limb threatening ischemia (clti) patient, re-intervention was unavoidable. The physician decided to use a biomimics 3d stent instead of drug eluting stents because of the patient's previous treatments and the lesion site.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis requiring endovascular intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.